Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
On (B)(4) 2010, raqa manager from (B)(4) received an email about an event that occurred on (B)(6). On (B)(6) 2009, a nurse sent an email stating that in the (B)(6) nails were being used with more locks than usual. She asked the product manager if this was a normal procedure. She asked if the medical device could be modified without notifying the manufacturer or some competent authority. The nurse was told that the surgeon has the knowledge for performing any of the modifications to the device he might find useful for the patient. There is no information about the patient at this time.